Event description:
It was reported while using bd vacutainer® sst¿, poor barrier separation was seen in an unspecified number of tubes resulting in sample recollection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 275 samples for investigation. Of these, 30 samples underwent visual inspection for gel smearing, and 3 samples did not pass the inspection. Complaints for sample quality are under statistical control for the month of october 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for gel smearing based on the returned samples. This complaint has not been confirmed for poor barrier separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿, poor barrier separation was seen in an unspecified number of tubes resulting in sample recollection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
An additional phone number was reported as follows: e1. Initial reporter phone #: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.